Event description:
It was reported that (1) device was about to be used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 device was opened during setup of case. The tech fired er320 on 4x4 to make sure it was functioning. The clip would not come out from device. A new er320 device was opened and used for the case. There was no consequence to the pt. The device was discarded.